Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. It was reported the patient had a lot of pain in the side where the stimulator was implanted. They could hardly walk because of the pain. It was a sudden change in therapy. They were not sure if it was from the device or possibly sciatica. They had sciatica during a pregnancy over 20 years prior to report down in the same area. There were no trauma/falls related to the issue and there were no changes or symptoms at the ins site.

Manufacturer narrative:
(B)(4) should be omitted as they are no longer applicable. (B)(4) should be omitted as it is no longer applicable.

Event description:
Additional information was received from a patient. It was reported the circumstances that led to the sudden onset of pain was the patient had called in as they had a pinched nerve in their right butt cheek where their implant was above and wanted to see if something could have been wrong with the implant. The patient called the manufacturer who told them to try shutting the implant off for three hours or so. The patient did, and stated it was not the implant. The pain had been resolved; the patient went to their hcp and it was confirmed nothing was wrong with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.